Event description:
It was reported that a user experienced a low glucose reading of 68 mg/dl on the ilet while using a dexcom g7 sensor, treated the event with oral carbohydrate (orange juice), and subsequently obtained a fingerstick value of 82 mg/dl; the user was guided to enter the blood glucose into the ilet. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention and no hospitalization. Investigation included a review of the event history and user-reported information with user education and troubleshooting provided. Investigation of this case revealed that the device function and sensor data correlation were not fully verifiable, and the exact cause of the hypoglycemia was undetermined. It was concluded, based on previously established findings for similar reports, that the event was consistent with a hypoglycemic episode with cause unclear, with no evidence of device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.